Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had low blood glucose levels of 35 mg/dl and was unresponsive and the paramedics were called. The pod was worn between 4 and 24 hours on the arm. The paramedics treated the patient with glucose jelly and the patient drank milk with sugar.